Event description:
Approx 9 months post-implant, pt developed swelling and tenderness at the neck in the area of the lead electrodes. The pt then presented with vocal cord paralysis, after which a CT scan showed approx 2cc of fluid around the electrode site. Treating physician indicated that there did not appear to be signs of infection; however, antibiotics were prescribed, after which the redness and pain have decreased. It was reported that the pt had not experienced any recent injury or trauma to the neck area that may have caused or contributed to her symptoms. Further follow-up revealed that the pt's device has been programmed to off. A repeat CT scan is planned. Treating physician indicated that the vical cord paralysys is believed to be related to the probable cellulitis/possible abscess at the lead incision site.